Manufacturer narrative:
(B)(4).

Event description:
(B)(4) ¿ the dentist reported that 6 months and 2 days after the dental implant was installed in intraoral region 13#, its non- osseointegration was observed. Moreover, 50n.cm of primary stability was achieved and the patient presented bone type I.